Event description:
This lead was implanted on (B)(6) 2014. A product experience report form received on 05/06/2014 states that this lead was repositioned due to perforation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).